Event description:
The hospital reported that during a coronary artery bypass graft surgery, the surgeon noticed that one heartstring seal "was coming apart". The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.